Event description:
The surgeon had broached and reamed to a #8 press-fit size. He proceeded to place the stem in the canal when it seated 5mm from the calar cut. He hit the stem until the calar area cracked and had to put a dall miles cable around the fracture.